Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was hospitalized due to the peritonitis event on an unknown date. The patient's pd catheter was removed 22 days after the event onset and the patient was switched to hemodialysis (three times a week). The patient was discharged from the hospital 23 days after the event onset. The route of antibiotic treatment was intravenous. At the time of this report, the patient was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (2 mg, per week, intraperitoneal, ongoing, duration was not reported) and fortum injection (2 gm, per day, intraperitoneal, ongoing, duration was not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.